Event description:
Defective keyboard. Device history record was reviewed, no event linked to the reported issue was observed. Device log was reviewed, several errors related to air sensor/detector issue were found but the information were not sufficient to confirm the reported event. The device was received in lake zurich and its investigation was performed by our local technical team. Nothing was noticed during external visual check. However while carrying out device tests the single down button on keypad was found not responsive but this has not link to the reported issue. Upper housing was replaced and keypad test was carried out successfully. Control quality check was performed and the device was working as expected. The reported event could not be reproduced.

Event description:
Defective keyboard.